Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date of manufacture was reported as unknown in the initial report. The date has been updated to sep 26, 2017. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the the broach adapter would not hold the actis broach securely and when the broach was locked it moved in multiple directions and felt loose. It was also noted that the broach did move when latched into the adapter but no defect was found. Therefore, the reported condition was confirmed. The movement was determined to be normal from wear of the adapter over time and did not affect the functionality of the adapter and broach. The adapter had also exceeded its life expectancy. A review of the device history record was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the adapter device locking latch felt loose and the broach device moved in multiple directions while attached to the adapter device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.